Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that around 7:00 am on (B)(6) in bed 538, a patient experienced cardiac arrest. The patient expired.

Manufacturer narrative:
A philips field service engineer went on site to perform an analysis of the devices and obtained print outs of the patient's graphs and downloaded log files. He reviewed the data and noted that the asystole alarm was present on alarm review print out before the electrodes were disconnected. Both the monitor and central station were tested and were found to be performing to specifications. After testing and analysis, the monitor mp30 (B)(4) was put back into service. The issue could not be reproduced during onsite testing by the fse. The bedside was put back into service after device testing and remains in use. No malfunction could be confirmed. The fse analyzed the data and found the asystole alarm. The bedside and central station were also tested and performed to specifications. No further investigation or action is warranted.